Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device / migration of essure") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 1995, (B)(6) 1909), c-section on (B)(6) 2009, hypertension, depression, anxiety, allergic respiratory disease, scoliosis surgery, retroverted uterus and back surgery in 2008. Mr- negative for atypical hyperplasia or malignancy. Concurrent conditions included morbid obesity, menses irregular, menopausal symptoms, hot flashes, night sweats, benign neoplasm, adenomyosis, non-smoker, dysmenorrhea, retroverted uterus, ovarian cyst (cyst on left ovary measuring 15.3mm. Cyst on right ovary measuring 21.8mm.) And allergic reaction to analgesics (hives). Family history included diabetes mellitus (maternal grandmother, mother, father, paternal grandmother), breast cancer (paternal aunt), lung cancer (close relative), aneurysm (father) and throat cancer (paternal). Concomitant products included atenolol from (B)(6) 2015 to (B)(6) 2015, carbamazepine from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, fenofibrate from(B)(6) 2015 to (B)(6) 2015, gabapentin from (B)(6) 2015 to (B)(6) 2015, hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from (B)(6) 2015 to (B)(6) 2015, imipramine from (B)(6) 2015 to (B)(6) 2015, lisinopril from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (provera) since (B)(6) 2015, meloxicam from (B)(6) 2015 to (B)(6) 2015, procet (hydrocodone/acetaminophen) from (B)(6) 2015 to (B)(6) 2015, topiramate from (B)(6) 2015 to (B)(6) 2015 and venlafaxine since (B)(6) 2015. In 2009, the patient experienced abdominal pain lower ("lower quadrant pain/ severe cramping"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain"), menstrual disorder ("menstruation issues"), headache ("headaches"), cyst ("other injury(ies) or complication please describe: cyst") and migraine ("migraines"). The patient was treated with ibuprofen (motrin) and surgery (robotic lysis of extensive abdominal adhesion, hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, weight increased, menstrual disorder, headache, abdominal pain lower and cyst outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and migraine was resolving. The reporter considered abdominal pain lower, cyst, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. On (B)(6) 2015, surgical pathological report-uterus, cervix, and bilateral tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Squamous metaplasia of the cervix. Benign serosal cyst. Hemorrhagic corpus luteum cyst of ovarian fragment. Negative for atypical hyperplasia or malignancy. Gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral fallopian tubes." It consists of a 9.5 superior to inferior x 7.0 medial to lateral x 5.5 cm anterior to posterior uterus and cervix, 144.4 grams. There is a 0.7 x 0.6 x 0.2 cm cystic structure on the anterior uterine serosa. The unremarkable cervix is 3.7 x 3.7 cm with a 1.5 cm slit like os. The endocervical canal is 4.0 cm in length. The 3.0 x 3.0 cm endometrial cavity is lined by pink-tan endometrium up to oj cm thick. The pink-tan, trabeculated myometrium is 2.2 cm thick. No nodules are identified. A portion of the myometrium is tan and shiny. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst a2·3 cervix a4-5 full thickness section of uterus also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst, a2·3 cervix a4-5 full thickness section of uterus. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst. A2·3 cervix. A4-5 full thickness section of uterus. A6-7 fallopian tubes, one tube per cassette. As cystic structure (kr/mrb). Current weight: 280.60 lbs concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. New event added- migraines. Event outcome of dysmenorrhea (cramping) and abnormal bleeding (vaginal, menorrhagia) was updated as recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device / migration of essure") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 1995, (B)(6) 1990), c-section on (B)(6) 2009, hypertension, depression, anxiety, allergic respiratory disease, scoliosis surgery, retroverted uterus and back surgery in 2008. Mr- negative for atypical hyperplasia or malignancy. Concurrent conditions included morbid obesity, menses irregular, menopausal symptoms, benign neoplasm, adenomyosis, non-smoker, dysmenorrhea, retroverted uterus, ovarian cyst (cyst on left ovary measuring 15.3mm. Cyst on right ovary measuring 21.8mm.) And allergic reaction to analgesics (hives). Family history included diabetes mellitus (maternal grandmother, mother, father, paternal grandmother), breast cancer (paternal aunt), lung cancer (close relative), aneurysm of unspecified site (father) and throat cancer (paternal). Concomitant products included atenolol from 9-mar-2015 to 22-dec-2015, carbamazepine from 9-mar-2015 to 22-dec-2015, cyclobenzaprine from 9-mar-2015 to 22-dec-2015, docusate sodium (colace), fenofibrate from 9-mar-2015 to 22-dec-2015, gabapentin from 9-mar-2015 to 22-dec-2015, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from 9-mar-2015 to 22-dec-2015, hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from 9-mar-2015 to 22-dec-2015, ibuprofen, imipramine from 9-mar-2015 to 22-dec-2015, ketorolac, lisinopril from 9-mar-2015 to 22-dec-2015, medroxyprogesterone acetate (provera) since 9-mar-2015, meloxicam from 9-mar-2015 to 22-dec-2015, topiramate from 9-mar-2015 to 22-dec-2015 and venlafaxine since 9-mar-2015. In 2009, the patient experienced abdominal pain lower ("lower quadrant pain/ severe cramping"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormone changes"). In (B)(6) 2014, the patient experienced night sweats ("night sweats"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced cyst ("other injury(ies) or complication please describe: cyst"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced menstrual disorder ("menstruation issues"), headache ("headaches"), migraine ("migraines"), hot flush ("hot flashes"), back pain ("lower back pain"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with ibuprofen (motrin) and surgery (robotic lysis of extensive abdominal adhesion, hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, weight increased, menstrual disorder, headache, abdominal pain lower, cyst, depression and hormone level abnormal outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, migraine, anxiety, hot flush, night sweats, back pain, fatigue and arthralgia was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, cyst, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, night sweats, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 280.60 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2015: surgical pathological report-uterus, cervix, and bilateral tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Squamous metaplasia of the cervix. Benign serosal cyst. Hemorrhagic corpus luteum cyst of ovarian fragment. Negative for atypical hyperplasia or malignancy. Gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral fallopian tubes." It consists of a 9.5 superior to inferior x 7.0 medial to lateral x 5.5 cm anterior to posterior uterus and cervix, 144.4 grams. There is a 0.7 x 0.6 x 0.2 cm cystic structure on the anterior uterine serosa. The unremarkable cervix is 3.7 x 3.7 cm with a 1.5 cm slit like os. The endocervical canal is 4.0 cm in length. The 3.0 x 3.0 cm endometrial cavity is lined by pink-tan endometrium up to oj cm thick. The pink-tan, trabeculated myometrium is 2.2 cm thick. No nodules are identified. A portion of the myometrium is tan and shiny. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst a2·3 cervix a4-5 full thickness section of uterus also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst, a2·3 cervix. A4-5 full thickness section of uterus. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst. A2·3 cervix. A4-5 full thickness section of uterus. A6-7 fallopian tubes, one tube per cassette. As cystic structure (kr/mrb). Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received: events hot flush, back pain, night sweats, fatigue, joint pain added. Concomitant medication added. Outcome of event hot flush, back pain, night sweats, joint pain added as recovering. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device / migration of essure") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 1995, (B)(6) 1990), c-section on (B)(6) 2009, hypertension, depression, anxiety, allergic respiratory disease, scoliosis surgery, retroverted uterus and back surgery in 2008. Mr- negative for atypical hyperplasia or malignancy. Concurrent conditions included morbid obesity, menses irregular, menopausal symptoms, hot flashes, night sweats, benign neoplasm, adenomyosis, non-smoker, dysmenorrhea, retroverted uterus, ovarian cyst (cyst on left ovary measuring 15.3mm. Cyst on right ovary measuring 21.8mm.) And allergic reaction to analgesics (hives). Family history included diabetes mellitus (maternal grandmother, mother, father, paternal grandmother), breast cancer (paternal aunt), lung cancer (close relative), aneurysm (father) and throat cancer (paternal). Concomitant products included atenolol from (B)(6) 2015, carbamazepine from (B)(6) 2015, cyclobenzaprine from (B)(6) 2015, fenofibrate from (B)(6) 2015, gabapentin from 9-(B)(6) 2015, hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from (B)(6) 2015, imipramine from (B)(6) 2015, lisinopril from (B)(6) 2015, medroxyprogesterone acetate (provera) since(B)(6) 2015, meloxicam from (B)(6) 2015, procet (hydrocodone/acetaminophen) from (B)(6) 2015, topiramate from (B)(6) 2015 and venlafaxine since (B)(6) 2015. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower ("lower quadrant pain/ severe cramping"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), anxiety ("mental anguish") and hormone level abnormal ("hormone changes"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced cyst ("other injury(ies) or complication please describe: cyst"). On an unknown date, the patient experienced weight increased ("weight gain"), menstrual disorder ("menstruation issues"), headache ("headaches") and migraine ("migraines"). The patient was treated with ibuprofen (motrin) and surgery (robotic lysis of extensive abdominal adhesion, hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, weight increased, menstrual disorder, headache, abdominal pain lower, cyst, depression, anxiety and hormone level abnormal outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and migraine was resolving. The reporter considered abdominal pain lower, anxiety, cyst, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. On (B)(6) 2015, surgical pathological report-uterus, cervix, and bilateral tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Squamous metaplasia of the cervix. Benign serosal cyst. Hemorrhagic corpus luteum cyst of ovarian fragment. Negative for atypical hyperplasia or malignancy. Gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral fallopian tubes." It consists of a 9.5 superior to inferior x 7.0 medial to lateral x 5.5 cm anterior to posterior uterus and cervix, 144.4 grams. There is a 0.7 x 0.6 x 0.2 cm cystic structure on the anterior uterine serosa. The unremarkable cervix is 3.7 x 3.7 cm with a 1.5 cm slit like os. The endocervical canal is 4.0 cm in length. The 3.0 x 3.0 cm endometrial cavity is lined by pink-tan endometrium up to oj cm thick. The pink-tan, trabeculated myometrium is 2.2 cm thick. No nodules are identified. A portion of the myometrium is tan and shiny. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst a2·3 cervix a4-5 full thickness section of uterus also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst, a2·3 cervix, a4-5 full thickness section of uterus. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst. A2·3 cervix. A4-5 full thickness section of uterus. A6-7 fallopian tubes, one tube per cassette. As cystic structure (kr/mrb). Current weight: 280.60 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received- new event depression, mental anguish, hormone changes and date insertion were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device / migration of essure") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2009, (B)(6) 1995, (B)(6) 1990), c-section on (B)(6) 2009, hypertension, depression, anxiety, allergic respiratory disease, scoliosis surgery and retroverted uterus. Mr- negative for atypical hyperplasia or malignancy. Concurrent conditions included morbid obesity, menses irregular, menopausal symptoms, hot flashes, night sweats, benign neoplasm, adenomyosis, non-smoker, dysmenorrhea, retroverted uterus, ovarian cyst (cyst on left ovary measuring 15.3mm. Cyst on right ovary measuring 21.8mm.) And allergic reaction to analgesics (hives.). Family history included diabetes mellitus (maternal grandmother, mother, father, paternal grandmother), breast cancer (paternal aunt), lung cancer (close relative), carcinoma brain (close relative), aneurysm (father) and throat cancer (paternal). Concomitant products included atenolol from (B)(6) 2015 to (B)(6) 2015, carbamazepine from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, fenofibrate from (B)(6) 2015 to (B)(6) 2015, gabapentin from (B)(6) 2015 to (B)(6) 2015, hydroxyzine from (B)(6) 2015 to (B)(6) 2015, imipramine from (B)(6) 2015 to (B)(6) 2015, lisinopril from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (provera) since (B)(6) 2015, meloxicam from (B)(6) 2015 to (B)(6) 2015, procet (hydrocodone/acetaminophen) from (B)(6)2015 to (B)(6) 2015, topiramate from (B)(6) 2015 to (B)(6) 2015 and venlafaxine since 9-mar-2015. In october 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower ("lower quadrant pain/ severe cramping"). On 9-mar-2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping) "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain"), menstrual disorder ("menstruation issues"), headache ("headaches") and cyst ("other injury(ies) or complication please describe: cyst"). The patient was treated with ibuprofen (motrin) and surgery (robotic lysis of extensive abdominal adhesion, hysterectomy with bilateral salpingectomy cystoscopy/). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, weight increased, menstrual disorder, headache, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and cyst outcome was unknown. The reporter considered abdominal pain lower, cyst, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. On (B)(6) 2015, surgical pathological report-uterus, cervix, and bilateral tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Squamous metaplasia of the cervix. Benign serosal cyst. Hemorrhagic corpus luteum cyst of ovarian fragment. Negative for atypical hyperplasia or malignancy. Gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral fallopian tubes." It consists of a 9.5 superior to inferior x 7.0 medial to lateral x 5.5 cm anterior to posterior uterus and cervix, 144.4 grams. There is a 0.7 x 0.6 x 0.2 cm cystic structure on the anterior uterine serosa. The unremarkable cervix is 3.7 x 3.7 cm with a 1.5 cm slit like os. The endocervical canal is 4.0 cm in length. The 3.0 x 3.0 cm endometrial cavity is lined by pink-tan endometrium up to oj cm thick. The pink-tan, trabeculated myometrium is 2.2 cm thick. No nodules are identified. A portion of the myometrium is tan and shiny. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst a2·3 cervix a4-5 full thickness section of uterus also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst, a2·3 cervix. A4-5 full thickness section of uterus. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst. A2·3 cervix. A4-5 full thickness section of uterus. A6-7 fallopian tubes, one tube per cassette. As cystic structure (kr/mrb). Current weight: 280.60 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- other injury(ies) or complication please describe: cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 1995, (B)(6) 1990), c-section on (B)(6) 2009, hypertension, depression, anxiety, lung disease, scoliosis surgery and retroverted uterus. Mr- negative for atypical hyperplasia or malignancy. Concurrent conditions included obesity, menses irregular, menopausal symptoms, hot flashes, night sweats, benign neoplasm, adenomyosis and non-smoker. Family history included diabetes mellitus (maternal grandmother, mother, father, paternal grandmother), breast cancer (paternal aunt), lung cancer (close relative), carcinoma brain (close relative), aneurysm (father) and throat cancer (paternal). Concomitant products included atenolol from (B)(6) 2015 to (B)(6) 2015, carbamazepine from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, fenofibrate from (B)(6) 2015 to (B)(6) 2015, gabapentin from (B)(6) 2015 to (B)(6) 2015, hydroxyzine from (B)(6) 2015 to (B)(6) 2015, imipramine from (B)(6) 2015 to (B)(6) 2015, lisinopril from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (provera) since (B)(6) 2015, meloxicam from (B)(6) 2015 to (B)(6) 2015, procet (hydrocodone/acetaminophen) from (B)(6) 2015 to (B)(6) 2015, topiramate from (B)(6) 2015 to (B)(6) 2015 and venlafaxine since (B)(6) 2015. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower quadrant pain/ severe cramping"). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain"), menstrual disorder ("menstruation issues") and headache ("headaches"). The patient was treated with ibuprofen (motrin) and surgery (robotic lysis of extensive abdominal adhesion, hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, weight increased, menstrual disorder, headache, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. On (B)(6) 2015, surgical pathological report-uterus, cervix, and bilateral tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Squamous metaplasia of the cervix. Benign serosal cyst. Hemorrhagic corpus luteum cyst of ovarian fragment. Negative for atypical hyperplasia or malignancy. Gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral fallopian tubes." It consists of a 9.5 superior to inferior x 7.0 medial to lateral x 5.5 cm anterior to posterior uterus and cervix, 144.4 grams. There is a 0.7 x 0.6 x 0.2 cm cystic structure on the anterior uterine serosa. The unremarkable cervix is 3.7 x 3.7 cm with a 1.5 cm slit like os. The endocervical canal is 4.0 cm in length. The 3.0 x 3.0 cm endometrial cavity is lined by pink-tan endometrium up to oj cm thick. The pink-tan, trabeculated myometrium is 2.2 cm thick. No nodules are identified. A portion of the myometrium is tan and shiny. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst a2·3 cervix a4-5 full thickness section of uterus also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst, a2·3 cervix a4-5 full thickness section of uterus. Also received are two fimbriated fallopian tubes measuring 6.0 cm in length with a diameter up to 0.7 cm. One of the fallopian tubes is partially encased in adipose tissue. Also received is a 2.5 x 1.8 x 1.0 cm tan, cystic structure. Cassette summary: ai· serosal cyst. A2·3 cervix. A4-5 full thickness section of uterus. A6-7 fallopian tubes, one tube per cassette. As cystic structure (kr/mrb). Current weight: (B)(6) lbs . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication and treatment drug were added. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, 92 days before insertion of essure, the patient experienced abdominal pain lower ("lower quadrant pain/ severe cramping") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain"), menstrual disorder ("menstruation issues") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy/ underwent a pelvic surgery). At the time of the report, the device dislocation, weight increased, menstrual disorder, headache, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, headache, menstrual disorder and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 29-sep-2017: follow up received from summons: event lower quadrant pain, heavy and irregular bleeding, and severe cramping added and event chronic pelvic clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), headache ("headaches") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, weight increased, menstrual disorder, headache and pelvic pain outcome was unknown. The reporter considered device dislocation, headache, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.